Manufacturer narrative:
Evaluation result: latch.

Event description:
It was reported by service report that the foot end left side latch was not latching properly. No pt involvement or adverse consequences are reported.